Event description:
It was reported that the patient developed an infection after having the mesh implanted in 2006. Patient was treated with a medi-vac and the mesh was explanted in 2007.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available.